Manufacturer narrative:
Device remains implanted in patient. Investigation into this event is currently in process.

Event description:
Through gore's device tracking system, information was received on 09/08/2004 indicating the presence of a type I endoleak with associated aneurysm enlargement. Patient has refused reintervention.